Event description:
It was reported that during a pci / stenting procedure, difficulty was encountered deploying the iliac wallstent. The patient's condition remained stable during this event. The lesion being treated was 100% stenotic lesion in the common iliac artery. The physician used a 6 fr brite tip introducer sheath for vascular access, and a radiofocus guide wire to cross the lesion. The kissing technique was going to be used. The first stent was placed in the right common iliac artery after the lesion was pre-dilated with a synergy balloon. A powerflex balloon was used to pre-dilate the lesion in the left common iliac artery, and it was noted that the lesion was longer and harder than expected. The iliac wallstent was advanced to the target lesion, but could not be deployed properly. The proximal end of the stent deployed in the femoral sheath, then the sheath became disconnected which resulted in the proximal end of the deployed stent coming outside the patient's body. The patient was taken to surgery where the stent was repositioned. Patient status is reported as `stable'.